Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in mildly tortuous and severely calcified right common iliac artery. Endovascular therapy was performed to place the stent and approach was performed from the left opposite site. After the guidewire crossed the lesion, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon could not be inflated so there was a possibility that the balloon ruptured when it was delivered to the lesion. The procedure was completed with different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Age or date of birth: age at time of event: 18 years or older. Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in mildly tortuous and severely calcified right common iliac artery. Endovascular therapy was performed to place the stent and approach was performed from the left opposite site. After the guidewire crossed the lesion, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon could not be inflated so there was a possibility that the balloon ruptured when it was delivered to the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that fluoroscopy confirmed that the contrast medium leaked when expanding the balloon so the use of device was discontinued.

Manufacturer narrative:
B5: updated describe event or problem. H6: device code updated from material rupture to leak/splash. A2: age at time of event: 18 years or older. E: initial reporter address 1: (B)(6).

Manufacturer narrative:
B5: updated describe event or problem. H6: device code updated from material rupture to leak/splash. A2: age at time of event: 18 years or older. E1: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Microscopic analysis determined the shaft was torn at the guidewire exit notch of the catheter 11.92 cm from the hub. Blood was seen in the balloon. Testing was unable to inflate the balloon most probably due to the tear of the catheter. Liquid was seen exiting the catheter at the tear and the distal end of the catheter. Because there was no evidence of any product quality deficiencies, it was considered likely that the catheter tear was attributable to handling issues.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in mildly tortuous and severely calcified right common iliac artery. Endovascular therapy was performed to place the stent and approach was performed from the left opposite site. After the guidewire crossed the lesion, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon could not be inflated so there was a possibility that the balloon ruptured when it was delivered to the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that fluoroscopy confirmed that the contrast medium leaked when expanding the balloon so the use of device was discontinued.